Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The 82% stenosed target lesion was in the left anterior descending (lad) artery with a 3mm reference vessel diameter and an 18mm lesion length. No attempt was made for direct stenting. A 3.00x20mm liberte stent was implanted. Residual stenosis was 0%. The procedure was documented as a technical success. The patient was discharged one day after the index procedure without anginal complaints or silent ischemia. The discharge medications were heparin and iib iiia agents. The patient experienced cardiac death on the same day as discharge.